Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the blood glucose ran high to 400 mg/dl. The insulin pump showed a full reservoir while the reservoir was empty. That issue occurred 6 months prior. The insulin pump passed the displacement test and the drive support cap appeared okay. The insulin pump was not replaced or returned for analysis.